Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the patient presented with acute myocardial infarction (mi) and the procedure was to treat a de novo lesion in the mid left anterior descending (lad) coronary artery. The balance middleweight (bmw) guide was advanced to the lad. The lad was stented successfully; however, when the bmw guide wire was being withdrawn, a thin thread continued to come out while the radiopaque portion remained in the artery, it could be due to interaction of the small distal vessel. Two more guide wires were advanced to the lad and by making a loop; the remaining stretched bmw guide wire portion was retrieved. After examining of the guide wire the distal portion was not separated; it was stretched into a thin long thread. It was confirmed there was no portion left in the patient. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.